Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead could not be implanted as it demonstrated high thresholds as well as high and variable impedance values during the implant attempt. An alternate lead was placed. No patient complications have been reported as a result of this event.